Event description:
It was reported the patient experienced a lack of stimulation sensation starting some time in 2008. There was no known trauma or falls related to the start of the symptoms. Impedance readings were >3600 ohms on all contacts. Reprogramming was attempted with high voltage and still no stimulation was felt. The patient was being seen at the clinic for troubleshooting. Additional information has been requested but was not available on the date of this report.